Event description:
Additional information received on (B)(6) 2012 reported that the patient's implantable neurostimulator (ins) and lead were explanted due to failure of symptom relief. The patient felt pain. Hospitalization was not required. The patient recovered without sequela. Additional information received on (B)(6) 2012 reported that impedance testing before the system was explanted indicated normal values. Additional information received on (B)(6) 2012 confirmed that the patient's device was completely removed in (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3889-28, lot# v260970, implanted: 2009-(B)(6), product typ lead product ID 3037, serial# (B)(4), product typ programmer, (B)(4).

Event description:
It was reported that the patient was experiencing a shocking or jolting sensation. The patient had an overstimulation sensation. Also noted was a loss of therapeutic effect. The event or symptoms occurred following a fall, details of the fall unknown. X-ray was performed and no lead migration was noted. They tried to run impedance test but the patient felt shocking. If additional information is received, a follow up report will be sent.